Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141400/10699289. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2013, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Follow up ultrasound dated (B)(6) 2014, the aneurysm sac measured 73mm, follow up ultrasound dated (B)(6) 2014, the aneurysm sac measured 27mm. On (B)(6) 2014, the aneurysm sac measured 73mm. It was reported that on (B)(6) 2014, there was a reintervention of a prior endovascular procedure. Two gore® excluder® aaa endoprostheses were implanted. The reason for the reintervention is unknown at this time, however this information has been requested by gore.

Manufacturer narrative:
(B)(4) -on (B)(6), 2014 the patient underwent an endovascular reintervention for a possible type 1 endoleak.